Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 3/4/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please provide additional details about the alleged deficiency experienced with product w9560, lot 108h97. Received information as following from sales rep via phone today. The suture has unraveled into multiple filaments. Please refer to actual product. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Suture drawn. It was reported that during the surgery, the suture has been drawn and cannot continue to sew. Changed another one to complete the surgery. There is no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/31/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3, h6 h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that open folder with a needle suture combination in two sections inside its open foil packaging was received for analysis. The product code w9560 is double armed. During visual inspection of the returned sample, the attachment area was noted to be as expected in the needles. The suture pieces were examined, and the ends were noted to be cut likely caused by a surgical instrument. No evidence of suture breakage was identified during the evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.